Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing noted on presenting and stored episodes. As of this time, this ra lead remains in service. No adverse patient effects were reported.